Manufacturer narrative:
Available information indicates that this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. All subsequent shock impedance measurements were observed to be stable and acceptable and all other lead diagnostics were stable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.